Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no external damage. The event history log confirmed a motor rate error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the stepper motor was not working as intended. The stepper motor was replaced as well as the worm coupling and gear as a preventive measure. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a motor error and scratched case. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.